Event description:
During a laparoscopic hernia surgery the balloon did not open on both sides. Another product was used to complete the procedure. This is the second similar event with this product in less than a month.====================== manufacturer response for dissector system======================waiting for return kit to send in for evaluation.